Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (2000 mcg/ml at 1320 mcg/day) via an implantable pump. The pump¿s indication for use was noted as intractable spasticity. The hcp stated that at the pump refill appointment on (B)(6) 2016, the expected residual volume (erv) was 6.7 cc, but the actual residual volume (arv) was 40 cc, so no drug had infused since the pump was replaced on (B)(6) 2016 (see previous manufacturer¿s report # 3004209178-2016-09170 for issues that led to the replacement). The hcp confirmed that the current event logs were normal. The patient¿s increased spasticity/tone had not been controlled and had remained the same throughout, with no acute symptom changes or issues since the previous pump failed. The patient was on a low dose of oral baclofen. The hcp did not know what the actual dose was when the previous pump was replaced, but thought it was over 1000 mcg/day. The hcp increased the intrathecal baclofen (itb) dose recently with no symptom changes. The hcp inquired about current dosing and whether the itb dose should be decreased and by how much, in case the occlusion was to correct itself and the patient receives too much drug. Additional information received from the hcp on 2016-07-01 indicated that the logs were reviewed and no issues were found. The pump was refilled, the dose was reduced by 2/3, and there was no change in symptoms. The hcp stated that the cause of the volume discrepancy was presumably catheter blockage. The patient requested pump removal and this was to be scheduled. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.